Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: (B)(6). H3, h4, h6: part number: 02.107.202-us. Lot number: 556p532. Part manufacture date: 14-dec-2021. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm va-lcp olecranon pl 2h/rt/90mm was processed through the normal manufacturing and inspection operations in elmira with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release from elmira with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be stripped from some of the inner threads. The reported allegation can be confirmed. According to the surgical technique precautions: non-locking drill guides should not be used for screw insertion in locking and variable angle locking screw holes. Neutral (i.e., centered) sleeve adaptors are not designed for use with lcp locking holes or variable angle locking holes. They should be used only with non-threaded holes or the non-threaded portion of combi holes. Avoid excessive angulation when using the neutral sleeve adapter in the non-threaded holes and stay nominal to the central axis of the hole. Ensure the drill bits do not contact the side of the plate holes. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the va-lcp olecr pl 2.7/3.5 r 2ho l90 sst would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, item was not functional. There was no patient consequences. Upon manufacturer's investigation the item was found to be stripped. This report involves one (1) 2.7mm/3.5mm va-lcp olecranon pl 2h/rt/90mm. This is report 1 of 1 for (B)(4).